Event description:
It was reported by service report that the connector pins on the footboard were bent not allowing the bed exit, scale, and footboard to operate. It is unknown if there was patient involvement, however no adverse consequences are reported.